Manufacturer narrative:
Examination of the returned suspect device was unable to confirm the customer complaint. No fault was found during evaluation of the returned monitor and no reportable malfunction was identified. Evaluation testing included the 'over 36 hour burn-in test'; the same burn-in process used to detect out-of-box manufacturing failures, fatu (final acceptance test unit) and safety testing. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as no fault could be determined and there was no evidence of any failure of the monitor to function appropriately. The device history record review supports that there were no non-conformances for any reason noted during the manufacturing of the device.

Event description:
It was reported that the sv could not be measured intermittently. When the value was displayed, sv and co were extremely low. Sv was 19 ml/beat and co was approximately 0.9l/min. The inability to measure intermittently was improved by replacing the apco9 cable, however the values of sv and co remained low. It is unknown if any alarm or alert was observed. No inappropriate treatment was executed by the customer and no patient complications were reported.

Manufacturer narrative:
The device has not yet been returned for evaluation, however it is anticipated. A supplemental report will be submitted when additional information is received.